Manufacturer narrative:
After the reported incident, the medtronic representative changed the ethernet cable which resolved the issue. The replaced part was not sent back to the manufacturer for further analysis.

Event description:
A medtronic representative reported that there was no communication with the system. In addition, it displayed "smv connection error" and "time out and crash" on the visualase data transfer (vdt). No patient was present during the time of the reported incident.